Manufacturer narrative:
Patient information was requested, but no response received.

Event description:
The customer reported the flow is undetectable. The field service engineer (fse) could not duplicate customer complaint, but found in the diagnostic log a low leak co2 rebreathing risk error code. The customer reported the device was in use, but there was no patient harm reported